Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel spasm, thrombosis, dissection or perforation, including death. Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra sheath, non-penumbra microcatheter, non-penumbra stent retriever, penumbra system 3d revascularization device (psr3d), velocity delivery microcatheter (velocity), penumbra engine (engine), and aspiration tubing (tubing). During the procedure, the physician placed the non-penumbra sheath in the left internal carotid artery (ica) and use the non-penumbra microcatheter to advance the jet7 to the proximal portion of the left mca clot. The microcatheter was removed and, the physician began advancing the jet7 through the clot with aspiration using the engine. The jet7 was then removed and the physician performed a contrast injection through the sheath to discovered that there was no change to the clot. While making a second pass, the physician advanced the same microcatheter with the jet7 and advanced stent retriever into the clot. After leaving the stent retriever in the clot for approximately five minutes, the physician retracted the stent retriever back into the jet7 and removed both the jet7 and stent retriever. The physician performed another contrast run through the sheath and noticed that there was no change to the clot. On the third pass, the physician advanced a velocity and the same jet7 into the vessel then deployed a psr3d in the clot for approximately five minutes. The physician retracted the psr3d back into the jet7 and removed both the jet7 and psr3d together. A contrast run was then performed through the sheath and revealed that there were no changes to the clot. The physician attempted to make the fourth pass using the same velocity and jet7 with aspiration. However, after aspirating for a few minutes, the jet7 was retracted back into the mca origin and the physician noticed the jet7 began to free flow. Afterwards, the physician disconnected the tubing from the jet7 and flushed the jet7 with a 20cc saline syringe. The physician then injected contrast through a 10cc syringe into the jet7 and noticed that the jet7 had expanded in the left distal ica and proximal mca. Consequently, the vessel had ruptured. The physician removed the jet7 and began to coil to occlude the vessel. It was reported that the physician was able to control the bleeding after several minutes. The physician then removed everything out of the patient¿s body and a soft tissue computed tomography scan (CT scan) was performed to reveal massive bleeding. Subsequently, the physician ended the procedure at this point. Post-procedure, the patient is brain dead.